Event description:
It was reported that the pt underwent surgery for implant of posterior spinal fixation at l4-s1 with rods and screws. Approximately 3 months post-op it was reported that the pt was having radicular pain from the right l5 screw. It was reported that the right l5 screw was placed too far medial and that the poor screw placement was causing the patient's pain. The pt underwent a revision surgery to remove the right l5 screw and replace the right rod. The patient's symptoms have reportedly improved.

Manufacturer narrative:
The device has not been returned to medtronic for eval.